Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It came in an opened packaging blister with the plastic tip cap. Visual inspection was performed. It has foreign matter inside the plastic hub. The sample was sent to laboratory for ftir analysis. The ftir result have confirmed the foreign matter was identified as dried blood. The source is unknown. The ftir report is attached. In addition, two photos were provided for evaluation. One photo shows the top web packaging blister the other one shows the sample received with the foreign matter inside the plastic hub. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9269061 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the ftir result had confirmed the foreign matter was identified as dried blood. The source is unknown. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd¿ blunt fill needle experienced foreign matter/coring which was noted during use. The following information was provided by the initial reporter: material no: 305180; batch no: 9269061. The product code is 305180, and it is an 18g x 1.5" blunt fill. During a code this blunt needle was handed to the pharmacist to use. The package was intact with no discoloration or soiled areas inside or outside, however when she went to attach the needle to a syringe she noticed a dark spot in the needle hub. Took a closer look and in fact it appears to be contaminated with something black inside the needle hub itself.